Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This a follow-up submission to reflect additional event information. The contribution of the device to the reported event could not be determined as the device remained in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by a regional manager, that a patient is having complications from a swivelock implant. No further details were provided. Rep will call in with the rest of information. Additional information received 8/30/2017: it was reported to the sales representative from the patient that she is experiencing a lot of soft tissue irritation, soreness and swelling. The irritation is around the tibial insertion. The patient states that she was healing fine until she walked extensively in high heels. A MRI has been performed and confirmed that the implant is still in the bone. She has continued physical therapy and has bursitis formation. Additional information obtained from patient: surgery took place (B)(6) 2016, not (B)(6) 2017 as originally reported by sales rep. Surgery was a grade 3 mcl rupture repair. At time of patient additional information patient stated it had been seven months since the event that led to what she feels may be a possible internal brace failure. Time is not healing the new pain and inflammation. Walking is limited, full extension is limited to brief periods only and pain with transitions from sitting to standing is reported to be debilitating. The inside of the joint itself does not hurt and at last follow up visit yielded minimal fluid during an extraction attempt despite significant selling around the knee. Patient stated the swelling is in the external tissues and the knee joint itself is stable and functions appropriately. In addition, sleeping has become increasingly difficult, as finding a position the knee does not hurt in is tricky. Patient feels the device has is not working as intended and needs removal. Exact date of surgery and additional medical records have been requested.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device remained in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by a regional manager, that a patient is having complications from a swivelock implant. No further details were provided. Rep will call in with the rest of information. Follow up investigation: it was reported to the sales representative from the patient that she is experiencing a lot of soft tissue irritation, soreness and swelling. The irritation is around the tibial insertion. The patient states that she was healing fine until she walked extensively in high heels. A MRI has been performed and confirmed that the implant is still in the bone. She has continued physical therapy and has bursitis formation. Follow up investigation: patient's symptoms started in (B)(6) 2017 after walking in high heels.